Event description:
A consumer called to report she was having extreme halos at night, causing difficulty in driving and having shadows behind letters when trying to read. Distance vision during the day was good. Had spoken to her surgeon, he had treated for dry eye and determined she did not have dry eye. Had been treated with a drug which belongs to the miotics to reduce pupil size which had not helped. Additional information has been requested. There are two medical reports associated with this patient. This file is for left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).